Manufacturer narrative:
The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported.

Event description:
The vascade 6/7f device was chosen for closure and inserted into the 6f sheath. While trying to retract the device from the sheath, the physician checked for bleeding upon sheath removal and found none. The physician considered removing the device undeployed, but out of habit, began exposing the collagen without realizing that this action was irreversible. The physician concluded that removing the sheath was not a good idea due to its deep placement, and although the green tubing to deploy the sheath had not been advanced, he was concerned it might have shifted. The physician reportedly maintained pressure on the groin and undeployed the disc, and removed it, but the collagen was not there. Access was gained to the other femoral vein, and upon examination, it appeared clean. At this point, it was noted that that the pulse oximeter had ceased functioning in the left foot. Based on the patient's anatomy, there was a possibility of collagen embolization from the vein traveling to the heart, then to the aorta and down to the leg. Fortunately, it appeared to have bypassed major vessels along the way, so we have no clear indication of its location. An arterial sheath was used in the right groin to reach the bifurcation and identified collagen at the popliteal artery. Two types of penumbra catheters were used for an extended period without success. Finally, the collagen was retrieved by passing a small balloon and using a combination of suction and a snare. The final angiography showed a mild femoral arterial spasm and normal distal flow with normal pulse oximetry in the left foot. The patient was discharged the next day.